Event description:
It was reported the pt had a return of symptoms that was not controlled by the stimulator system. The pt had a difficult time walking and fell on a saturday and sunday. The pt did not land on her device side. The pt felt tingling when the stimulator was turned on. The tingling occurred in both her fingers and her feet. The pt was at home at the time of the report; the pt status was undetermined. The pt was directed to contact the physician. Add'l info has been requested from the hcp, but was not available as of the date of this report.